Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed resolving the alarms. There was no reported impact to the customer's blood glucose level. Although requested by tandem technical support, the customer declined to perform troubleshooting and declined to provide further information regarding the events.